Event description:
The spouse of a (B)(6) male patient contacted zoll lifecor customer support service to report the screen on the monitor was not displaying anything. The patent was provided a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem was confirmed. The monitor's screen was blank when powered. The cause of the blank monitor screen was a defective u200 component on the computer-analog board. The u200 component is a programmable logic device. The root cause of the defective logic device was not positively identified but was maybe due to random component failure. The logic device was replaced and the monitor was fully functional. No adverse event resulted from the defective monitor. The patient received a replacement monitor.